Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and instability and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
Concomitants: (B)(6), a10012 - gps implant kit v2. (B)(6), 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t. (B)(6), 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6), 204-70-00 - tibial stem ext. Screw. The product associated with the reported event is within the scope of recall z-0023-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case-USA. It was reported via legal documentation that approximately 40 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, instability and bone loss caused by early and accelerated polyethylene wear and/or component loosening. It is anticipated that plaintiff will require an extensive revision as a result. No further issues or complications were reported. No additional information is available.